Event description:
The customer reported that insulin from the reservoir was leaking. The customer stated that she noticed a crack in the barrel of the reservoir. The caller most recent glucose reading was 383mg/dl, and she has treated with the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.